Event description:
It was reported that the patient presented to the hospital for an implant procedure. Interrogation of the pulse generator post implant procedure noted that the right atrial (ra) lead had failed to capture. The lead was explanted and replaced. The patient was stable throughout the procedure.